Event description:
Pt reports hospitalization due to high blood glucose.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specs and delivery accuracy.